Event description:
I use the dexcom g7 and there were very sporadic readings and I woke up sweaty and shaky with no blood sugars being report. A finger check showed that my blood sugar was 46 and had I not woken up could have resulted in my death. Earlier in the day the g7 was showing low as the blood glucose reading when a finger check showed a blood glucose of 245. Since I use the control iq with my tandem x2 tslim insulin pump and the amount of insulin given is dictated by the blood glucose readings from the dexcom g7. This product is dangerous since it is so unreliable.